Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. (B)(4).

Event description:
It was reported that a harmonic grey hand piece has been sent from (B)(6) hospital to biomedical technology services to (B)(6). It is showing a crack in the plastic housing the unit and is still under warranty. No adverse event. It is unknown if the event occurred during a procedure. There were no adverse consequences for the patient reported.